Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the patient was implanted for depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp, via a manufacturing representative (rep), stating the entire dbs system was removed on both sides.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection at the ins site and redness. The patient reported he had an implant put in for the depression study. The hcp reported the erosion began in (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2019 and had the system removed a few days prior to the report on (B)(6) 2019. It was reported the reason was because one of the stimulators started to protrude through the skin, it was red, and the patient got an infection. It was reported it broke open through the skin. The patient was in the hospital at the time of the call. The device was explanted and the patient was on antibiotics. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a rep indicated the patient still had redness around the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient was part of a study.